Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone that the reservoir retainer rings have broken off. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was unknown at time of call. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. It was observed that the pump was not stuck in the manufacturing mode. The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.